Event description:
It was reported that the ventilator had a battery failure. There was no patient involvement. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the battery to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.